Manufacturer narrative:
The patient was prescribed an additional round of antibiotics, the implanting clinician decided not to perform and revision/explant, and the patient is currently doing well. No further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile, implanting an expired device, not irrigating the incision site, the patient picking at the wound, the patient having pre-existing conditions, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the fluid at the incision site is infection. However, the cause of the infection is no problem/fault found.

Event description:
Patient had fluid coming from spinal cord implant incision site. As a result, the doctor prescribed another week of antibiotics.